Event description:
It was reported that a patient presented in hospital after receiving appropriate shocks for vt/vf. The patient was stabilized. Device interrogation revealed high, out of range high voltage lead impedance. Header/connector issue was suspected. Revision was recommended. The physician elected to reprogram the device and monitor the patient.